Manufacturer narrative:
Evaluation summary: three cases of choroidal detachment were reported in a literature article. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
In a literature article the authors reported three cases of choroidal detachment developed after glaucoma filtration device (gfd) implant which was placed under scleral flap. None of the choroidal detachments required surgical drainage during the follow up period. The purpose of the article was to compare the outcome of gfd implantation versus trabeculectomy in patients with open angle glaucoma secondary to so emulsification with uncontrolled iop (>22 mmhg) under maximal tolerable antiglaucoma therapy, after pars plana vitrectomy and silicon oil injection. All the procedures were performed between jan-2012 and nov-2012. Additional information has been requested but not received to date. There are three medical device reports associated with this literature article. This is one of three.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).